Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® 9nc 109m plus blood collection tubes, 400 tubes of a different material number where found to be included in the case. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received photos for investigation. Upon evaluation of the 3 photos, the reported defect could not be confirmed. The device history records or retention samples could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode mixed product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® 9nc 109m plus blood collection tubes, 400 tubes of a different material number where found to be included in the case. There was no health impact or consequences reported.